Manufacturer narrative:
Date rec'd by MFR: 21jun2019. The service engineer (se) inspected the device. The se replaced the front bezel to address the reported issue. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Encoder failure. There was no patient involvement.